Manufacturer narrative:
Event date: this event occurred from (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had black particulate matter; further described as ¿mostly the location is the administration port¿. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 30, 2021 - november 01, 2021. H10: the device was received for evaluation. Unaided visual inspection along with magnification was performed with the fill port cap removed which did not identify any abnormalities that could have contributed to the reported condition. No particle matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.